Event description:
In a journal article, a surgeon reported two cases of cogan syndrome presenting after uneventful laser in situ keratomileusis (lasik). In the first case, eight months following bilateral lasik treatment, the pt reported decreased vision and a foreign-body sensation in the left eye. The surgeon noted bilateral superior stromal neovascularization and bilateral asymmetric diffuse interface inflammation consistent with diffuse lamellar keratitis (dlk). The left eye was worse than the right and also had white exudates and clumped cells extending over half the cornea. The pt was treated with steroid and antibiotic topical drops in both eyes. Six days following topical therapy, the pt reported partial improvement in subjective acuities. Nine days following topical therapy, bilateral superior interstitial keratitis was noted and bilateral superior coalescent granular intrastromal opacities along with associated intrastromal neovascularization. A lifted-flap interface irrigation was performed in the left eye, and dexamethasone sodium phosphate was injected subconjunctivally. Topical therapy was continued with the additional of sodium hyaluronate topical drops. One day following irrigation, subjective acuity improved dramatically. Further questioning revealed a history of episodic vertigo consistent with menier-like symptomatology with a similar onset of decreasing visual acuity. Due to the pt's medical history and the episode of interstitial keratitis, atypical cogan syndrome was diagnosed. There are three medical device reports associated with this event. This file is for the left eye in case 1.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Tomita m, chiba a, inoue n, huseynova, t tsuru t, waring IV, g cogan syndrome presenting after uneventful laser in situ keratomileusis. J cataract refract surg. 2013 august; vol 39; pages 1260 - 1266. (B)(4).